Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed by the naked eye with no issues notes. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. Integrity of seal surface test was also performed with no leak or issues between the titanium adapter and patient adapter noted. The reported condition of a loose connection between the transfer set and titanium adapter was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set could not connect to the titanium adapter completely. The transfer set was replaced to resolve the issue. There was no damage to the titanium adapter, and the titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.